Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, information was received regarding patient experiencing pain and discomfort believed to be related to the implanted device. It was reported that he had a fall on (B)(6) 2026, and the implant was placed in 2014. No additional details are available.